Event description:
Approximately three weeks after this procedure, the pt was hospitalized due to aso of the right hand. During this admission, a repeat coronary angiography was conducted and a thrombus was observed in the cypher. Aspiration was conducted to treat the thrombus and then a bms (details are unk.) Was implanted in the cypher. Approximately 2 months after discharge from this last procedure, the pt suddenly passed away while he was away from home. This pt is a 60 y/o male that has a known history of cad, diabetes of unk type, previous myocardial infarction (mi), previous coronary intervention (pci), hyperlipidemia, atherosclerosis obliterans (aso), and renal insufficiency. The pt was currently taking asa, and ticlid. The target lesion was in the proximal through mid circumflex artery (lcx). The lesion was a de-novo and concentric stenosis. Aha/acc classification of the vessel was type b2. The lesion length was 17mm and vessel diameter was 2.3mm. Percentage of stenosis to this lesion is unk. Pre-dilatation was conducted with a (3.0/20mm) balloon at 18atm for 60 seconds. A (3.0/28mm) cypher stent was implanted at 22atm for 60 seconds. Post-dilatation was not conducted. Ivus was conducted. The residual % of stenosis was 0% after deployment. Timi flow before the procedure was 1 and 3 after the procedure. Act was measured; however, the results are unk. The pt was discharged home on aspirin 100mg qd, ticlopidine hydrochloride 200mg qd, and warfarin.

Manufacturer narrative:
Approximately three weeks after this procedure, the pt was hospitalized due to aso of the right hand. During this admission, a repeat coronary angiography was conducted and a thrombus was observed in the cypher. Aspiration was conducted to treat the thrombus and then a bms (details are unk) was implanted in the cypher. Approximately 2 months after discharge from this last procedure, the pt suddenly passed away while he was away from home. Physician's comment: "the possible cause of the thrombotic event might be due to stent recoil. The possible cause of the death was unk." Autopsy report is unavailable. This event of sudden death is being reported as a possible late stent thrombosis per arc definition. This cypher product is not distributed in the us; however, it is similar to us distributed cypher product. Add'l info will be submitted within 30 days of receipt.